Manufacturer narrative:
Block h6: imdrf evaluation result code c070601 captures the reportable investigation result of sleeve detached.

Event description:
It was reported that, during a percutaneous nephrolithotomy with ureteroscopy procedure, the sensor wire was going to be used. Upon unpacking, it was noticed that the back end of the guidewire was frayed out of the housing, and it was removed from the field. The procedure was completed with another sensor wire. No patient complications were reported. Analysis of the returned device identified sleeve detachment.